Manufacturer narrative:
Conclusion: images were submitted to medtronic for review. A pre-implant computed tomography (CT) dated (B)(6), 2023 was provided. The annulus perimeter was 68.8 mm which fits in the range of a 26 mm evolut. There was mild calcification below the left coronary cusp (lcc) which extends into the left ventricular outflow tract (lvot). The aortic valve leaflets were heavily calcified. The mean sinus of valsalva (sov) diameter in the 90% diastolic phase was 26.3 mm which is below the recommended mean diameter of 27 mm for a 26 mm evolut. The right coronary cusp (rcc) measured 25.6 mm, lcc measured 27.2 mm, and non-coronary cusp (ncc) measured 26.1 mm. Intra procedural angiogram images and a CT scan were provided for review of the event. Fluoroscopic valve load inspection was performed and a misload can be identified by bent outflow crowns which were not detected by the field team. The valve was deployed to 80% and appeared to be significantly constrained/under-expanded which would warrant a recapture. It was not reported if a recapture was attempted in this case. To note, recapture is not possible with bent outflow crowns, which should have been detected as a misload, discarded and new sterile components should have been used. The valve was released and dislodged. The dislodged valve was not snared above the sinotubular junction, and a second valve was implanted, resulting in coronary occlusion. Coronary flow is not visible in the final aortogram. The device history records for both valves were reviewed and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon review of the information provided, the primary event of valve dislodgement, leading to coronary artery obstruction, unplanned intervention (second valve), and death is assessed as likely related to the evolut pro+ valve. Contributing factors, per image review assessment, may have been patient anatomy measurements and valve size selected, misload with bent outflow crowns, no recapture and dislodged valve not snared beyond the sinotubular junction. Dislodgement, coronary artery obstruction, unplanned intervention, and death are known potential risks associated with the implantation of the device and all reported adverse events and severities are documented in our risk files and instructions for use (IFU). Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. Per the image review assessment, patient anatomy measurements and valve size selected, and misload with bent outflow crowns may have contributed to dislodgement. Dislodge events are typically not related to a device malfunction. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). Cardiac arrest is a known potential adverse effect per the IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed and with the valve remaining implanted, a conclusive assessment of the relationship between the event and the device could not be reached. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that coronary arteries became occluded from the first valve that dislodged into the aorta. Due to the patient being symptomatic, there was not enough time to snare the valve. Cardiopulmonary resuscitation (CPR) was performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 26 mm transcatheter bioprosthetic valve, the valve was fully deployed. It was reported that following deployment, the valve dislodged up into the aorta, causing the patient to become symptomatic with low systolic pressures. A second 26 mm transcatheter valve was loaded and deployed. It was reported that coronary arteries became occluded, resulting in cardiac arrest. The patient died as a result.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evproplus-26, serial/lot #: (B)(4), ubd: 27-apr-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.